Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. The customer alleged that it was due to pump's alarm volume and vibration were too low. During troubleshooting with tandem technical support, it was determined that pump was operating as intended and advised customer to adjust the sound settings. Customer consumed carbohydrates to address bg and continued using the pump for insulin therapy.